Event description:
Patient experienced redness and swelling, was started on augmentin 625mg tds for 1 week, by day 3 the redness around the arm was spreading and the mass was fluctuant. Patient was admitted to the new (B)(6). Under general anaesthesia the md carried out an incision and drainage of the abscess, which was the size of a grape, and packed with betadine and gauze. Patient was discharged the following morning after redness had resolved.